Manufacturer narrative:
(B)(6). The lot was manufactured april 19, 2016 - april 20, 2016. The device was received for evaluation with approximately 120 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the contents of a small volume folfusor would not flow when attached to a patient. The device was filled with vancomycin in 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.